Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided) with ketones. Cause of elevated bg level was not provided. Tandem technical support attempted multiple follow up attempts with the customer, however, no response received.